Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. There has been one other similar complaint in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure a small crack on the very periphery of the lens was noted. Additional information has been requested.